Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received twenty-two months after the initial observations were reported that high shock impedance was detected when attempting to deliver a shock. The shock therapy did convert the patient¿s arrhythmia. The therapy was inappropriate due to possible supra-ventricular tachycardia (svt) with rapid ventricular response (rvr). Device interrogation revealed a fault code 1005. The clinic has programmed off the red alerts. The patient was brought in for non-invasive programmed stimulation (nips) testing. A revision procedure was subsequently performed and the system was removed from service. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that a latitude red alert was generated from this system due to a shocking impedance measurement greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
The system remains implanted and efforts to obtain additional product issue details were unsuccessful.